Event description:
Info received indicates the siderail latch cover is bent, preventing the siderail from latching up.

Manufacturer narrative:
The technician replaced the siderail latch cover to repair the bed.